Event description:
It was reported that the left ventricular (lv) lead was no longer capturing at 8v 1.5 ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead, (B)(6) 2005; 6947 implantable tachy lead, (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.